Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported the right atrial (ra) lead dislodged and was repositioned. About a month later it was reported again that the ra lead dislodged and it was attempted to be repositioned but it would not stick to the tissue. When the lead was removed it was noted there was a piece of tissue stuck on the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.